Event description:
It was reported by the affiliate during a lap lobectomy procedure, after firing, the knife did not come out and the distal 5-6 staples were fired, but malformed. Then completed the or with suturing. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavaliable at this time.